Manufacturer narrative:
Evaluation results: related to operational context (procedural related). Evaluation conclusions: operational context (procedural related). (B)(4).

Event description:
It was intended to use a sprinter legend 4.00 x 12 mm rx balloon to treat a lesion. It is reported that the vessel to be treated was moderately tortuous and had moderate calcification present. It was reported that the sprinter legend balloon get stuck on a non-medtronic guidewire when removing it from a patient. The physician cut the wire to be able to finish the procedure. Two other balloons were used successfully to complete the procedure. The are no reported patient complications. Evaluation summary: the device was returned in two pieces. The guidewire was also returned. The hypotube was kinked. The transition shaft had detached at the exchange joint. The transition shaft was severely stretched. The detachment site was jagged. The inner and outer shafts were severely deformed and had been torn longitudinally outwards for approximately 12cm from the exchange joint. The outer shaft, distal to the guidewire tear, had multiple scratches and was torn in places. The balloon bond was necked. The balloon was bunched. The distal tip was stretched and split. The guidewire was kinked and had been cut. There was no residue evident along the guidewire.